Manufacturer narrative:
Investigation results on a smiths medical syringe infusion pumps/medfusion 4000 pumps. Complaint of battery timeout error replace the battery, and was not the battery was confirmed as testing revealed battery readings are all "0". Replaced with new battery device still doesn't recognize battery. This was isolated to interconnect board and battery. This was also verified in the event log as well. Action was taken to replace the interconnect board. Physical condition also revealed areas of repair. Summary of repairs: replaced left plunger case and bottom case due to broken boss. Replaced right plunger case due to crack. Replaced top case due to physical damage. Replaced power supply insulator due to cracked. Replaced position pot due to broken slider. Replaced carriage due to cracked. Cleaned, greased; calibrated device and performed all functional tests which passed.

Event description:
Information received a smiths medical medfusion syringe 4000 pump alarm battery timeout error, replaced the battery and it is not the battery. No patient involvement as event occurred during testing.